Event description:
It was reported that during a lap cholecystectomy procedure, an error code handpiece displayed. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The handpiece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur.